Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10732. During an in clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. The ra lead was capped and replaced. During the revision procedure, the replacement lead was unable to be inserted into the header of the device. The physician suspected a connection issue between the device and lead may have contributed to the observed noise and oversensing. The device was also explanted and replaced. The patient was in stable condition.